Event description:
It was reported that the procedure was performed to treat a de novo lesion in the distal left anterior descending coronary artery (dlad) with heavy calcification, heavy tortuosity and 90% stenosis. The ht balance middleweight universal ii guide wire failed to cross the lesion due the anatomy and the shaft was noted kinked. Resistance with the lesion was met during advancement and removal. Another unspecified device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product related corrective action will be implemented in this case.